Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was observed while attempting to run a loaded set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream tubing guide were replaced.